Manufacturer narrative:
It was reported that a ventilator generated errors that indicated issue with internal leakage and an open safety valve. The issue was confirmed on site by service technician. The safety valve pull magnet and pneumatic back plate were replaced and returned for investigation. The device passed all functional tests. Device logs were downloaded and provided for investigation. Evaluation of the received device logs can confirm the event of the internal leakage. Since we could trace back the reported problem to (B)(6), the date of event was determined to be (B)(6) 2021. The event could not be reproduced using the replaced part in a reference unit. The safety valve pull magnet and pneumatic back plate were working as expected. A failure in the pull magnet or its supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and technical error codes. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported problem was confirmed in received device logs, but the issue could not be reproduced with returned safety valve pull magnet and pneumatic back plate. Therefore no cause has been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).